Event description:
Guidant rec'd info through the FDA medwatch medical products reporting program that this implantable cardioverter defibrillator (ICD) failed to pace and capture. The atrial lead was revised approximately three months later. Following the revision, the pt sneezed, vomitted, became weak, pale, and short of breath (sob). A surface electrocardiogram (ECG) showed bigeminal premature ventricular contractions (pvcs) and loss of capture. The pt's intrinsic heart rate was approximately 33 bpm. According to the report, the physicians and guidant field representative indicated there was a problem, but didn't know why or what to do about it. The device was reprogrammed to single chamber (ventricular only). The physician indicated that the ventricular lead position would be verified via chest x-ray (cxr).

Manufacturer narrative:
Not returned. The report further states that the pt's condition has continued to deteriorate, with intermittent hypotension and increased sob. Guidant is unable to follow-up on this report, as pt, clinician and serial numbers have been reported as confidential. It is unclear if this is duplicate info, previously reported by guidant in a medical device report.